Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of device foreign material present in device.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a ureteroscopic stent placement procedure. During unpacking, a flocculent was found on the stent. The procedure was completed with another same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter's facility name (B)(6). Block h6: device code a180104 captures the reportable event of device foreign material present in device. Block h11: investigation analysis the returned polaris loop ureteral stent was analyzed, and during the inspection, there was no foreign matter found present on the device. The reported event was not confirmed. The positioner and an open pouch were also returned. Based on the most relevant information, the analysis performed to the returned device, it was not possible to identify any evidence of either the alleged issue or any defect on the device. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of device foreign material present in device was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a polaris loop ureteral stent was to be used in a ureteroscopic stent placement procedure. During unpacking, a flocculent was found on the stent. The procedure was completed with another same device and there were no patient complications reported.